Manufacturer narrative:
Returned for evaluation was one solero probe. A visual examination of the device noted the device was bent. Functional testing was performed on the returned probe. There were no 209 errors observed for this device during power testing, but there were obvious cooling issues observed in the proceeding evaluation. Insufficient cooling most likely occurred because of small gaps between the semi-rigid cable, and thermocouple. These gaps could create bypass areas which would cause insufficient flow to the tip of the probe. A review of the device history records was performed for the applicator lots any deviation in manufacturing process related to the reported defect of the complaint. DHR review of the packaging and component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The hardware unit associated with the error 209 complaints was returned via service order 32320. Evaluation of the solero generator could not duplicate the error 209 condition. Due to an increased frequency of complaint events associated with error 209, a CAPA has been initiated to investigate the root cause of this issue and determine applicable corrective actions. A review of the solero probe assembly process was performed to determine how assembly of components can affect fluid flow through the device. CAPA: (B)(4) has implemented 2 process changes for the probe shaft sub-assembly (s/a); new press inserts implemented on (B)(6) 2019 and joggle jig on (B)(6) 2019. Both of these were implemented to make the assembly of the semi-rigid/thermocouple into the probe shaft more robust for coolant flow. The reported packaging lot had probe shaft s/a's manufactured before both of these changes. The instructions for use, which is supplied to the user with the solero applicators, contains the following statement; "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint#: (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
The solero system was set up as per IFU with a 19cm solero applicator. The probe was tested prior to placement into the patient. Ablation was initiated, when an error 209; temperature > 52 degrees displayed. The system was rebooted, the coolant changed, and the probed repositioned. Error 209 displayed again. The physician determined not to continue with the procedure. There was no harm or injury to the patient due to this event. This event was determined to meet the criteria of a reportable event as the patient did not receive treatment. There was a potential patient safety risk of unnecessary sedation. It was reported the disposable device is available for return to the manufacturer for evaluation.